Event description:
Dealer states the footplate hinge is broken on the right side. Dealer also states the consumer positions himself, applying pressure to the plate. Dealer states consumer is known for doing this in other wheelchairs provided for him. Invacare replaced the hinge and clamp for footplate twice in (B)(6) 2013.

Manufacturer narrative:
.